Manufacturer narrative:
Insulin pump received with blank display due to corrosion on electronic assembly. Unable to verify failed battery test alarm, battery out limit alarm, off no power alarm and perform displacement, basic occlusion, occlusion, prime, no delivery test due to blank display. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was burning through batteries very quickly. Her blood glucose was 186 mg/dl at the time of reporting. After the battery cap of her insulin pump was replaced the problem continued. She was advised that the insulin pump would have to be replaced. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.